Manufacturer narrative:
No conclusions can be made. The patients attorney alleges "past, present, and future damages, including but not limited to mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient", however, no details have been provided . No lot number ha been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex hernia mesh. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia mesh which was implanted on (B)(6) 2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.